Manufacturer narrative:
Result of investigation: vyaire medical was unable to verify the reported issue. Ventilator passed touch screen calibration during bench testing. Ventilator passed 70 hours of extended testing with no issues or error condition. Ventilator passed initial final test which included common interface/lcd display/alarm check and touchscreen/button test vent check. The ventilator was open and inspected no anomalies were found. Performed complete check out and process ventilator through service. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the enve ventilator touchscreen is non responsive. The customer confirmed that there is no patient involvement associated with this reported vent.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). The suspect device was returned and evaluation is anticipated but not yet begun. Once a final investigation is complete, a follow-up report will be submitted.